Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed. A field service engineer confirmed burning smell and stated that the rails were both physically damaged. Therefore, this case has been deemed reportable as a thermal event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 correction: b5. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was physical damage to the rails in drawers 4.1 and 4.2 which made it difficult to open and close. The previous engineer disconnected the drawer from the station and noticed a burning smell. The fse found incorrect main cabinet configuration, drawers 3.1 and 3.2 had no issues but was marked as 4.1 and 4.2 envy application. A field service engineer replaced the damaged drawer, reconfigured the drawer positions to align with the correct application mapping, reseated the pixie bus, and tested all sensors and cubies. The fse rebooted the station and tested the device in a hardware test application to ensure its functionality. The system functioned as intended after the field service engineer repaired the device.